Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
Customer reported that nkv-330 (s/n (B)(6)) experienced an issue during patient use in which the display screen suddenly went black and then turned blue. A sound similar to a phone ringing was heard, and no airflow or audible alarms were noted at that time. The message ¿cpu rebooted¿ subsequently appeared on the screen as the ventilator resumed normal operation. There was no patient harm, and the patient was placed on another ventilator. Following the event, the biomedical engineer performed a breath delivery verification test for approximately 12 hours, during which no abnormalities were observed. However, the unit later displayed an ¿sd card 1 fault¿ message.